Event description:
Customer reported that every time she would prime it would get to 2.8 or 2.9 insulin units and then alarm no delivery. Customer stated that this issue started 3 months ago. Blood glucose value is 149 mg/dl. Customer declined to troubleshoot and just wanted the device replaced. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.